Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hypoglycemia. The customer blood glucose level was 53 mg/dl. The insulin pump alarmed with a pump error after having a meal. The customer was declined troubleshooting for low blood glucose. Customer was able to clear the alarm. Customer was able to complete pump rewind. The self-test was passed. The customer was treated with a glucose pill for low blood glucose. Customer reported that they did used to auto mode feature at the time of event. The device will be returned for analysis.